Event description:
It was reported that in an open-label, prospective, multicentre, randomized controlled study to evaluate the efficacy and safety of human fibroblast-derived dermal substitute (hfds) plus four-layer compression therapy compared with compression therapy alone in the treatment of venous leg ulcers, 253 patients presented signs of infection such as wound infection, study site infection, cellulitis, and nasopharyngitis. Patients who were referred to participating hospital or community-based vlu clinics in (B)(6), USA or (B)(6) were eligible for the study.

Manufacturer narrative:
The device intended for use in treatment or a control sample has not been returned for evaluation. Without this we are unable to complete an analysis to establish a relationship between device and the failure reported. However, this is understandable as the complaint is relating to a randomized control study from 2013. Medical/clinical investigation concluded that the information provided was via a literature review. However, without the requested patient specific information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A risk management review has taken place in relation to this complaint, the risk file states that local infection and maceration can be caused when exudate soaks through the bandage. Also stated is that incorrectly applied bandages, patient tampering and bandages not left on long enough may also lead to local infection and delayed wound healing. A review of the instructions for use found adequate warnings, precautions relating to the product range. Profore is a multi-layer compression bandaging system developed to apply sustained graduated compression for the management of venous leg ulcers and associated conditions profore can be worn for up to 7 days, depending on the level of exudate. At the start of treatment, it may be necessary to change the bandage twice a week as the edema reduces. A review of the device history has also not been possible, as no lot/part number has been provided, however all products released are done so according to design specification, there is no indication that the product failed to meet this. Complaint history for the reported failure has been reviewed, revealing further instances, however no further action is deemed necessary at this time. This investigation has now been closed and recorded as insufficient information to determine a root cause. In parallel we will continue to monitor for any adverse trends relating to this product range.